Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation. It was reported that there was an out of regulation (oor) message and the device could not deliver the desired stimulation. There were no known contributing factors. There was also an end of service (eos) message. Impedances were ran and the battery was replaced on (B)(6) 2019. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2020-01-22 10:21:06 cst pli# 10 product ID# 37800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Concomitant medical device: product ID neu_wrench_acc, lot# unknown, product type: accessory. Analysis of the ins ((B)(4)) found that the battery was at normal end of life and telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.